Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to broken cocr profemur 8 degree varus neck.

Manufacturer narrative:
Added implant date.